Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. This caused an adverse impact on the customer¿s blood glucose level, as it exceeded 500 mg/dl, with the exact highest value unknown but noted as displaying "high." The customer took corrective action by administering a correction injection via manual insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.